Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer replaced the iab with a new one, but the same issue occurred. The second iab was then replaced with a new one and therapy was continued. There was no patient harm or adverse event reported. This report is for the 2nd iab used. A report was submitted for the 1st iab under mfg report number 2248146-2020-00589.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A portion of the extracorporeal tubing and male luer was cut from the tubing and not returned. A kink was found on the catheter tubing near the y-fitting approximately 75.7cm from the iab tip. The optical fiber was found to broken at the kinked location. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer replaced the iab with a new one, but the same issue occurred. The second iab was then replaced with a new one and therapy was continued. There was no patient harm or adverse event reported. This report is for the 2nd iab used. A report was submitted for the 1st iab under mfg report number 2248146-2020-00589.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer replaced the iab with a new one, but the same issue occurred. The second iab was then replaced with a new one and therapy was continued. There was no patient harm or adverse event reported. This report is for the 2nd iab used. A report was submitted for the 1st iab under mfg report number 2248146-2020-00589.